Manufacturer narrative:
Voluntary medwatch # mw5119488.

Event description:
It was reported that an alert for an impedance issue was detected on the atrial lead. A possible insulation issue was noted. No further information was received. The patient's condition is unknown.